Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp/620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device but he could not reproduce the report error. However, he replaced the device with another one. The affected device was returned back to the manufacturer site for repair. Ingress of fluid was identified as root cause of the reported issue.

Event description:
Livanova (B)(4) received a report of a s5 erc tubing clamp/620mm error message. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.